Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Photo investigation summary: this is an analysis of a photo submitted for review. During the visual analysis the following was observed: the photograph shows an aluminum package and a suture section inside a plastic bag. Unfortunately, the photo does not provide enough evidence to determine the root cause. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Testing of actual/suspected device investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned product determined that one empty open foil, and one needle suture in two pieces that pertain to the product code sxpp1a405 were received. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture pieces were examined, and the ends of the sutures were noted to be cut probably caused by a surgical instrument. In addition, body fluids were noted along the strands. The product code contains an absorbable suture and the time of exposure that has the suture in the environment could not be determined; therefore, the functional test cannot be performed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and barbed suture was used. The suture broke while sewing the uterine leiomyoma wound in surgery. Changed another one in order to complete the surgery. No adverse patient consequences were reported. Additional information was requested.